Event description:
The report states that during a cystectomy, the device jammed closed over tissue and could not be opened. The surgeon had to pull the instrument off the tissue and suture to repair. There was no blood loss and no patient injury.

Manufacturer narrative:
Date of initial report: 11/05/2008. The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.